Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial and the ventricular lead warnings tripped in an implanted pacemaker, both due to high impedance pacing. The leads remain in use. No patient complications were reported due to this event.